Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to low out of range pacing impedance measurements. The rv lead was damaged during the replacement procedure and will not be returned. A new rv lead was successfully implanted. It was indicated the patient was not pacemaker dependent. No adverse patient effects were reported.